Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, while the patient was hospitalized for another indication, the patient developed and was diagnosed with peritonitis. It was reported that the patient did not receive antibiotics for the event. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. On an unreported date, dianeal therapies were discontinued. At the time of this report, the patient was on hemodialysis. No additional information is available.